Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. Cannot start pump error was noted to the device history log upon review. Air detector functional testing was performed with observed false air in line messages. Based on the evidence the complaint was confirmed but the root cause is unknown. However, it was noted that there was a faulty air detector sensor.

Event description:
Information was received indicating that repeated air in line errors occurred to a smiths medical cadd®-solis vip ambulatory infusion pump. There were no reported adverse effects.